Event description:
It was reported that the patient has had problems for about one year. A planned revision surgery was postponed. Now her hearing has dropped significantly and some noise is heard, especially when touching the implant area. An implant check shows varying electrode impedances when pressing around the implant. Revision surgery is now scheduled for (B)(6) 2011. An accident or trauma is not known. The external parts were checked.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.